Event description:
The handpiece was returned without complaint after the customer received their own from repair. Upon evaluation, smoke was found coming from the blade mount.

Manufacturer narrative:
Upon evaluation, smoke was again seen coming from the blade mount. It was determined that this was due to cleaning sediment. The device was cleaned and preventative maintenance was performed.